Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred because the row board cable was loose and the latch catch was not secured properly. The field service engineer reseated the row board cable and tightened the screws on the latch catch. After completing these steps, a test was run using the hardware test application, and it passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.